Event description:
The customer reported that they received erroneous results for two patient samples tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The first sample initially resulted as 221.7 miu/ml and this value was reported outside of the laboratory. The patient had a new sample collected and the hcg stat result from this sample was negative. The original sample was then repeated and resulted as 0.5 miu/ml accompanied by a data flag. The sample was also repeated on a different analyzer, resulting as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The second sample initially resulted as 385.3 miu/ml and this value was reported outside of the laboratory. The patient had a new sample collected and the hcg stat result from this sample was negative. The original sample was then repeated and resulted as 0.5 miu/ml accompanied by a data flag. The sample was also repeated on a different analyzer, resulting as 0.5 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patients were not adversely affected. The hcg stat reagent lot number was 17927702, with an expiration date of 11/30/2015. The field service representative checked the mechanical operation of the analyzer and all was within specifications. He noted that there was a slow drain on the "ews" system, which he flushed and cleared. He ran performance testing and this passed. The customer successfully ran calibration and quality controls.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Manufacturer narrative:
The field service representative clarified that there was pink and black debris in the ews line. He flushed the ews system with bleach, followed by deionized water. This debris is a possible root cause of the issue. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.